Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below the knee. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During fourth inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.